Event description:
It was reported that the line connected with 3 way port was cut. No patient injury reported.

Manufacturer narrative:
Customer report was confirmed. One flotrac kit was received for examination. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.